Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
" The literature article entitled ¿shoulder arthroplasty in cases with avascular necrosis of the humeral head¿ by robert. M. Orfaly, md, charles a. Rockwood, jr, md, cem zeki esenyel, md, and michael a. Wirth, md, was reviewed. The purpose of the article ¿shoulder arthroplasty in cases with avascular necrosis of the humeral head¿ shoulder arthroplasty in cases with avascular necrosis of the humeral head¿ was to assess the outcome of shoulder arthroplasty surgery in patients with avn of the humeral head as well as perform an analysis to elucidate any difference in the outcome based on whether the avn was traumatic or atraumatic in nature. The article reports that no difference in outcome was noted based on age or sex. 23 shoulders with humeral head avn in 21 patients, underwent shoulder arthroplasty with the global total shoulder prosthesis. Of the patients, 2 were lost to follow-up, leaving 19 patients (21 shoulders) with a mean follow-up of 4.7 years. 2 of the patients received staged bilateral arthroplasties. 15 shoulders received humeral head replacement and 6 received a total shoulder arthroplasty. Methyl methacrylate cement was used for fixation of 6 humeral components, 3 of those 6 were cemented to assist in component orientation in cases of humeral malunion, 15 humeral components were implanted with an impaction bone grafting technique cia cancellous autograft from the resected humeral head and all glenoid components were cemented. The article indicates there was significant improvement in pain, function and range of motion. There were two complications, both of which occurred in a (B)(6)nwoman with steroid-dependent systemic lupus erythematosus. Initially, she underwent a left total shoulder arthroplasty with no early complications, however, by three years¿ follow-up. She was having symptomatic loosening of the glenoid component and underwent revision to a hemiarthroplasty. One year later, she underwent a right shoulder hemiarthroplasty for treatment of progressive avn on that side. A nondisplaced fracture of the lateral cortex of the proximal humerus was detected intraoperatively during reaming, the fracture was found to be stable, and a normal-length humeral stem was used. There was also one incident of glenoid loosening 7 years postoperatively with no intervention stated. There were significant imrovements in areas of: pain, range of motion and overall function noted overall. Also, no manufacturers of cement were noted. " one patient experienced glenoid loosening 7 years postoperatively, no interventions noted.